Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm when the device was powered on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection was performed with no issues noted related to the reported condition. Review of the alarm log identified the reported f_94 alarm. Functional testing found an f_94 alarm when the device was powered on. This confirmed the reported condition. The cause of the reported condition was due to a defective main battery. To address the issue the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.